Manufacturer narrative:
E. Initial reporter event site postal code: (B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) pressure waveform was not appearing on the display. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the unit and was unable to replicate the issue. The ECG cable was properly plugged into the back of the unit. It is unknown whether it was getinge cable. There was no physical damage on the female connector port. The fse observed the machine on system trainer for more than 2 hours and performed all functional and safety tests per manufacturer specifications.